Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the caller was seeing a power on reset (por) message on the clinician programmer in an ins revision due to the bovie. It was reviewed that the ins should be interrogated to clear the por. The caller reported the patient did not bring their programmer with them, and it was reviewed that the programs are held in the patient programmer so as long as they have that at home they were have access to their other programs. It was reported that troubleshooting resolved the reported issue. No patient symptoms were reported. No further complications were reported.